Event description:
It was reported that t:slim x2 pump battery would not charge and that pump later displayed temperature alarm during charging attempts. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, and after technical support instructed customer to leave pump charging for at least 30 minutes and temperature alarm occurred, pump was scheduled for replacement. Customer reverted to an alternative method of insulin therapy.